Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Therapy wears off eventually. Reportedly, the leads are not implanted at the most optimal location. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2026 wherein the leads were repositioned to address the issue. Reportedly, therapy was resumed post op.